Event description:
Information received by medtronic indicated that the insulin pump had a crack reservoir compartment. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). S/w version 4.11d retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the reservoir area found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, partially detached retainer, broken reservoir tube lip, reservoir tube cracked, battery tube threads - cracked, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails. Cosmetic damage was confirmed at the reservoir area. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.